Manufacturer narrative:
Post-defibrillation lead revision, the patient was reported as doing fine. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. -- the lead was subsequently removed from service over six years later due to the death of this patient due to unspecified reasons. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the three returned terminal connectors was performed. Visual inspection noted each segment had been severed approximately 7 cm from the terminal pin. Resistance testing was performed which confirmed the electrical continuity of each segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was found upon wound check post-implant, to have had loss of capture, though impedence measurements and sensing were good. Chest x-ray confirmed that this lead was not dislodged or perforated. The physician went back into the pocket and verified good lead to device connection, then repositioned the lead higher on septum. As a result, there were then threshold, impedence, and sensing measurements within normal limits. The physician suspected the loss of capture may have been due to a poor tissue to lead tip interface. There were no reported adverse patient effects associated with these clinical observations. --